Event description:
A customer reported a tandem mobi cartridge alarm that occurred during the cartridge load process. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was able to reload the cartridge successfully and resume insulin therapy, resolving the issue without further complications.